Manufacturer narrative:
(B)(4). Patient demographics such as age, date of birth, gender, and weight were not provided by the customer. Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported while using the 3100 high frequency oscillating ventilator (hfov), a strange high knocking sound. The customer reported after twenty-four hours of operation, a strange high knocking sound synchronized with the oscillation originated from the driver side was noticed. The customer reported after observing the unit; they discovered that the pr5 (pressure regulator) regulator was leaking inside the driver compartment. Carefusion (cfn) global care support reported the customer wants a replacement pr5 to change out. The issue was observed during patient use and was taken out of service. The customer reported no patient harm associated with the event.